Event description:
Emergency medical service was called and dispatched to the home of an unconscious diabetic. Upon arrival they used the suspect device emergency medical service's device) to check the pt's blood glucose. A result of 79mg/dl was obtained. No treatment was provided because the emergency medical technicians ruled out hypoglycemia due to the suspect device result. Pt was transported to the hospital. A hospital blood glucose device was used and a result of 42mg/dl was obtained. The pt was then given an ampule of d-50. Pt then became alert.